Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0208719189, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead; product ID: 309328, lot#: 0208719189, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 05-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported plot number 0 out of order, related neither to an adverse event nor to the procedure. Factors that may have led or contributed to the issue remain unknown. No diagnostics/troubleshooting performed. Interventions/actions taken was a reprogramming of the stimulator. Assessed as the event was related to the electrode and was not resolved but no other actions were necessary. No surgical intervention occurred. Relevant medical history includes urge incontinence/ pollakiuria. Additional information received reported that actions taken was a lead and stimulator replacement on (B)(6) 2018 which were done because plot 0 and 3 were out of order. The issue was resolved on (B)(6) 2018. No further complications were reported/anticipated.